Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
This patient is implanted with two leads. The patient's nurse reports ((B)(6)) the scs system intermittently turns off. The nurse noted multiple impedances were zero depending upon the position of the patient. An x-ray was taken and showed multiple electrode contacts may be touching. Reprogramming did not resolve the issue. Surgical intervention may be pending. Device information is unknown and the manufacturer has requested device information but has not been received.